Manufacturer narrative:
The astral device was returned to resmed for an evaluation. The reported complaint could not be reproduced. However, the device failed to complete its service test. Visual inspection revealed contamination within the pneumatic block. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to a stuck outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Review of the device data logs confirmed the reported sf197 and revealed error messages ((B)(4)) related to pressure measurement. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that (B)(4) and (B)(4) were due to contamination. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device had a defective pneumatic block and displayed an error message ((B)(4)) related to a stuck outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.